Event description:
Consumer stated he/she was using the flosser and when he/she "pulled down they chipped my tooth! I have suffered from headaches all day today. I am so disappointed and concerned for my health. I'm not sure what to do right now as I do not have extra income to pay for a dentist visit." Consumer didn't respond when we reached out to gather more info; product was not returned.